Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation; however, the customer provided two photographs showing that the dialysis bioflo duramax catheter pouch does not have an identification label. Therefore, the missing label on the pouch is confirmed. Since labels are manually placed on the pouches, the primary cause is attributed to errors introduced by personnel, resulting in missing the label on this specific pouch. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported that one kit of bioflow duramax was found without a label. There was no patient involvement.